Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced no glucose readings from a dexcom g6 continuous glucose monitor (cgm) sensor after insertion and then experienced the same issue with a subsequent sensor, and the user was unaware that the transmitter had expired until guided to pair a new transmitter and sensor. No adverse clinical symptoms reported. Outcomes included the need for troubleshooting and user education, with no alerts or alarms and no medical intervention or hospitalization. User support included customer support review and real-time troubleshooting. Investigation of this case revealed an expired transmitter and incorrect or incomplete pairing as the causes of the absent readings, which were addressed by pairing a new transmitter with a new sensor. It was concluded, based on previously established findings for similar reports, that user-related setup and an expired transmitter caused the event.